Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the exact cause is unknown but it is possibly related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in france, four months after the implantation of a 23mm sapien 3 valve by tf approach, patient suffered worsening pvl. At the end of the procedure, good result with ¼ leakage at the level of an important calcification (left coronary cusp). Patient was fully asymptomatic for 3 months. However, when patient was observed by her cardiologist because of dyspnea, an aortic regurgitation was noted (ef 30 % and mitral regurgitation 2/4). Despite diuretic treatment, there was a significant increase of symptom and the patient was rehospitalized. The angiography shown a leak that was confirmed to be 1/3 of perimeter by angioscan (confirmed also by tee). Physicians decided to perform a valvuloplasty to post dilate the prosthesis (25 mm balloon). The result was good with less than ¼ regurgitation at the same level.

Manufacturer narrative:
Cine images (initial implant, follow-up, bav), follow-CT were submitted were provided to edwards for review. No echo was provided, and unable to view pre-op CT. The images were reviewed by an edwards physician, and the following observations and impressions were provided: initial implant angiography: valve implanted well, valve expansion acceptable, but not fully expanded · deployed 23mm sapien 3 valve appears too small for annulus follow-up CT: shows pvl bav angiography: sapien valve seen with mild-moderate pvl, bav seen, however most of the balloon inflation was in lvot, balloon appears too compliant, post bav, pvl reduced to trace impressions: initial valve deployment appears valve is undersized for annulus. Unable to measure annulus due to pre-op CT not being readable. Bav balloon appears to be too compliant and slipping forward into lvot without expanding valve. However, last cine image shows valve better expansion and pvl decrease to trace. Recommend using ¿true balloon¿ when doing post-dilation. The pvl was not due to late recoil of the valve or late remodeling, but maybe due to undersize valve. Unable to confirm annular size.